Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. (Calculated from the date when the system controller was issued to the patient). Visual inspection of the returned system controller revealed dried white fluid residue on the black power cable controller housing strain relief. The returned system controller was connected to test equipment and began operating in run mode, producing a ''connect driveline'' message, a red heart alarm, and a yellow wrench advisory alarm. There was also a white spot in the top left portion of the system controller¿s lcd screen. Communication was able to be established with a test system monitor and the log file was successfully retrieved; however, when the system controller was connected to a mock circulatory loop it was unable to support a test pump. The collected log file contained 57 events over approximately 260 days from (B)(6) 2017 to (B)(6) 2017, per the timestamp. The log file captured the initialization of the system controller on (B)(6) 2017. On (B)(6) 2017 at 3:36pm the system controller appeared to spontaneously transition from sleep mode to run mode. During this transition the system controller was not connected to an external power source and a driveline was not connected. Strings of intermittent alarms and faults were recorded, including replace system controller alarms. The timestamp also appeared to have latched for all of the 19 intermittent run mode events. It was reported that this was the patient's backup system controller and that it was not in use on the patient at the time of the event. The system controller housing was disassembled and visual inspection of the printed circuit boards revealed numerous corroded electrical components, including components in the motor drive circuitry. The inside of the system controller's housing was also corroded. The root cause of the reported event and the system controller's inability to operate a test pump during analysis can be attributed to the corrosion of numerous electrical components on the system controller's printed circuit boards. The corrosion is consistent with the ingress of fluid into the system controller housing. Although the reported event of being unable to look at the system controller's settings or history from a system monitor was unable to be reproduced, the observed fluid ingress would have had the potential to contribute to such an event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the backup system controller produced a spontaneous red heart alarm. The patient was reportedly asymptomatic and the backup system controller was not in use on patient at the time of the event. The investigation of the returned system controller identified damage that would have precluded the controller from operating a pump.